Manufacturer narrative:
The lead remains inactively implanted, therefore, it will not be returned for analysis and, as such, the root cause of the clinical observations cannot be confirmed.

Event description:
Boston scientific received information that the left ventricular (lv) lead exhibited high, out of range pacing impedances and increased thresholds. A lead fracture was identified. A revision procedure was performed and the lv lead was surgically capped and abandoned.